Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra was not sensing or capturing, and x-ray confirmed the lead had pulled back. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.